Event description:
A malfunction alarm labeled "malf 12" was reported by the customer, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact technical support if the malfunction reappeared.